Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chest tightness with respiratory discomfort, pressure in the bronchial tubes. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found least 2 different types of contamination, a sticky type of residue at the top and bottom enclosures, small dark fibrous particulate around the iso air outlet. The manufacturer also observed a small chip in the ui panel's glass. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust and fibrous contamination on the interior of the bottom enclosure, a powdery contaminant, possibly organic, had built up on and around the rear panel o-ring. A similar contaminant was also found built up on the impeller fins and the interior of the blower assembly. The device's downloaded event log was reviewed by the manufacturer and found no error.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed particulate contamination in the air path.